Event description:
It was reported that the patient received an inappropriate shock for fast ventricular rhythm while in atrial fibrillation. The device was reprogrammed and medications were modified. The device is still in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.